Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was difficult to remove. The target lesion was located in the liver. A 135/10 renegade hi flo kit was selected for use. However, during the procedure, the microcatheter could not be used normally and was difficult to remove from the hepatic duct. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Event description:
It was reported that the device was difficult to remove. The target lesion was located in the liver. A 135/10 renegade hi flo kit was selected for use. However, during the procedure, the microcatheter could not be used normally and was difficult to remove from the hepatic duct. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. It was further reported that the microcatheter got stuck by the angiographic catheter and could not be pulled out. The device was removed together with the angiographic catheter.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). H6: evaluation conclusion codes: updated.